Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Manufacturer narrative:
Per fse they have replaced the mc board, the dac, power management board, and the cpu. Fse states that the unit is running however it is now showing a 1122 error code. Fse states that the customer does not desire to complete the repair at this point.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the shorted u19 pin 8 to pin 4 internal short, q43 leads 1-3 internal short and u33 pin 14 to pin 7 internal short on the motor controller pcba and the shorted l2 and q11 on the power management pcba prevented the ventilator to power on. The c77 was damage from high voltage. This report is being submitted as part of the remediation for CAPA (B)(4).